Event description:
It was reported that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal tissues and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent a cystoscopy with transurethral resection of mesh with laser on (B)(6) 2012, due to perforation of bladder with previous transabdominal mesh. It was reported that the patient underwent implant with monarc subfascial hammock on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced stenosis. It was reported that patient underwent release of suburethral sling on (B)(6) 2006 by (B)(6).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. No additional information was provided.